Event description:
The rep reported the device was used during a laparoscpic hernia. It was reported the tsw35 was introduced in order to staple a lipoma. The cartridge fell out into the abdomen and was retrieved. The surgeon has used the product numerous times without incident. Upon reloading the cartridge it did not snap in as it usually does. Another tsw35 was opened to complete the case. There was no consequence to the pt.